Event description:
On an unknown date in 2014, a 27mm epic valve was implanted in the mitral position. On (B)(6) 2017, the patient presented with chest pain and dyspnea. According to tte and tee it was confirmed that there was valve dysfunction. The patient was taken to the or that day for explant and replaced with a 27mm epic valve. Ex vivo, per report one of the leaflets was torn near the commissure.

Manufacturer narrative:
The reported event of a torn cusp was confirmed. Cusp 1 contained a large irregular tear and cusp 3 had thinning and loss of collagen fibers. No acute inflammation or significant calcifications were found. The cause of the tear and thinning and loss of collagen fibers remains unknown.